Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the button appears to be "crooked". Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Customer stated they have a back up pump for insulin therapy.